Event description:
It was reported that the patient's blood glucose levels reached 450 mg/dl. The pod was worn between 5 and 24 hours on the leg. It was noted that the cannula was not inserted correctly into the infusion site and was bent. Hyperglycemia treated with a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was noted that the cannula was not inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.